Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device event history log was downloaded and examined. The examination of the event history log showed that the device gave an error 41622 on (B)(6) 2018. The device case was opened and the device was given internal examination. The internal examination showed there was debris present in the motor between the gears. The origin of this debris was not confirmed.

Event description:
It was reported the device gave an alarm and displayed error message "error 41622". No known adverse effects to patient.